Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called in for help on error code pop up on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: with error code tech. Was gte made sure the unit is plug up and in maintenance mode ir was partly, unit plug up and had tech. To power unit off close out asm software, then power unit back on holding tamper switch & system on button at the same time. Once it peep remove hands off the buttons, select proceed and first line on next screen then power up asm software make sure unit comes up on unit and status says ready then try the pm test again.